Manufacturer narrative:
The product has been received, and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that the device inappropriately shut down. Complainant did not indicate that there was any pt involvement in the reported malfunction.